Event description:
It was reported that the patient experienced six infusion set cannulas kinked from (b)(6) 2026 - (b)(6) 2026. The blood glucose level was high, and the patient was treated with correction bolus via pump.

Manufacturer narrative:
Initial 2 of 6.Based on the available information, this event is deemed to be a serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545,Manufacturing Site: 3003442380.